Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s), who questioned the results. The customer indicated that they sent samples to an alternate facility for testing. The samples were reprocessed on a dimension exl instrument from another facility. The repeat results were lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The customer indicated that recalibrating the assay did not resolve the elevated recovery. Additionally, the customer stated that water supply filtration system was on bypass and the customer replaced the q-gard filter. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse entered diagnostics mode, flushed the water tank 3 times, primed the probes to remove contaminated water from the instrument, and ran auto check, which passed. Then, the customer recalibrated co2_c and ran all quality controls (qcs), which passed. Siemens determined that qcs were out of range at the samples were processed. Co2_c is sensitive to water quality issues and the high recovery observed with both patients and qc are consistent poor water quality. Improperly filtered water by the external water supply system, resulting in poor water quality supplied to the analyzer, potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.